Event description:
This lead had a shock impedance greater than 150 ohms. The physician noted that the pacing impedance was normal prior to disconnecting his lead from the device; however when the physician tested this lead through the analyzer, the pacing impedance was greater than 3000 ohms. The lead was explanted and replaced.